Event description:
Boston scientific received information that this guidant implantable cardioverter defibrillator (ICD) was associated with a battery measurement of 2.6 volts after 35 months of implant. This device is included in the 4/5/2007 shortened replacement window advisory population. The calling health care provider (hcp) reported the patient is being followed monthly due to the device's advisory status. Ts recommended replacement within 30 days when elective replacement indicator (eri) status is reached. There was no report of adverse patient effects, and the device remains implanted and in service. The device subsequently was explanted and replaced 25.7 months later.

Manufacturer narrative:
This report will be updated if additional information is received. Analysis of the returned device is pending.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The battery status was eri with a battery measurement of 2.52 volts. An engineering-level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests was conducted to verify the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.